Event description:
On (B)(6) 2024, a sales representative reported via phone that an ar-2600fsb-1 fibertak speed bridge implant system, while using the ar-3650ds disposables kit for 2.6 fibertak, had an issue with two out of the three 2.6 fibertak rc self-punching soft anchors ripping and pulling out and never fully setting upon implanting. The case was completed using a 4.75 swivelock. There was under 15 minutes of delay in removing the two suture anchors that had ripped. This was discovered during a rotator cuff repair procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.